Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the image quality issue, or the power switch "sticking" problem. The system was evaluated and found to be with the spec for x-ray output as designed. The system was extensively evaluated for power switch issues, and none could be reproduced. The sysem was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system had a reported issue of poor image quality during a procedure. Additionally, it was reported that the power switch occasionally would stick.